Event description:
It was reported to medtronic neurosurgery that during implantation surgery, the doctor connected the strata nsc valve to the ventricular catheter and checked the flow of csf. According to the report the doctor observed that the fluid can flow back out of the valve to the ventricular catheter. The valve was disconnected from the catheter and a new one was used to complete the surgery.

Manufacturer narrative:
The returned valve was patent. It met the requirements reflux and leak testing. Therefore the conditions of this complaint could not be verified by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.